Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the pod found damage to the bottom housing vent. It could not be determined when or how this damage occurred or if the damage impacted device operation. All attempts to obtain the download data were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod, and then to the detached pcb assembly in attempts to establish communication between the master pdm and the pod. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Inspection of the pod found damages or the reservoir, reservoir cap and ratchet gear that lined up with score marks on the underside of the top housing, indicating that the top housing impacted the components and damaged them. Inspection of the pcb assembly found damages and marks that lined up with the battery springs and chassis subassembly components, indicating that the impact to the top housing also damaged the pcb assembly. These damages can be attributed to post use damage.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the pod was leaking insulin.